Event description:
It was reported that two days prior to the date of this report, the patient¿s father noticed the ¿patient¿s symptoms¿ and had been giving the patient oral baclofen. The patient could be heard in the background of the call moaning in pain. When the patient¿s pump was replaced in (B)(6) it was put in simple continuous mode; the patient had been on flex mode. The reporter believed this was the reason the patient was having issues. The patient was getting relief from the boluses. The patient¿s dose was increased from 18274.7 mcg/day to 2002 mcg/day. The extra mcgs were given over the boluses. The device system was used to deliver lioresal. It was later reported that the patient experienced ¿decreased effectiveness in simple continuous response¿ and the patient was switched to flex dosing. In regards to how the patient was doing now, ¿improved¿ was noted. Additional information reported confirmed patient experienced ¿decreased effectiveness in simple continuous response¿ and the patient was switched to flex dosing. In regards to how the patient was doing now, ¿improved¿ was noted. It was later reported that volume discrepancies had occurred consistently since the pump was replaced. At the most recent refill, the actual residual volume had been 9ml while the expected residual volume was 6ml. It was noted the health care provider (hcp) first started seeing the patient a couple of years ago and she was receiving 1867 mcg per day in flex programming. The hcp never once changed the dosage from that and confirmed the patient¿s therapy was stable and controlled. As soon as the pump was replaced; however, the patient began experiencing symptom return. It was again noted the patient wasn¿t put in flex programming following the replacement. Following that, the device manufacturer technical support was called for assistance and the programming was ¿fixed¿. That however didn¿t resolve the symptoms and the hcp had increased the total daily dose to 2100 mcg per day. The patient was also receiving oral baclofen to try to treat her symptoms. The health care provider (hcp) had discussed troubleshooting options with the managing hcp; however, the hcp just increased the dose and was not checking the system. The hcp was at the time of the report near the patient¿s home on (B)(6) 2014 and ¿may run over¿ to interrogate the pump and pull the logs. Later the same day, the hcp went and read the patient¿s logs but didn¿t see anything. The hcp was assisted in navigating the session report he created but the session report indicated the logs had not been read. The hcp planned to call the family and make an appointment for the upcoming sunday to troubleshoot at that time. Two days later, on (B)(6) 2014, the logs were checked and nothing was seen out of the ordinary. The logs went back to (B)(6) and didn¿t indicate and issue with the pump. This reportedly confirmed the hcp¿s concerns about a possible catheter issue. The reporter had also been emailing the managing hcp. He printed out the logs and made two copies as well. One copy the hcp was going to leave with the patient¿s parents and the other with the managing hcp. The patient had an appointment the following week to asses her therapy and possibly check the catheter.

Event description:
It was later reported that a revision procedure was scheduled for (B)(6) 2014, but the patient and family cancelled the appointment because the patient was reportedly informed that the pump was ¿working okay¿.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had symptoms after the pump was implanted, but the patient had been asymptomatic for the last few weeks. It was noted that the symptoms could have been related to other factors, such as a stomach flu. The hcp did a dye study on the day prior to this report and the catheter was in place and working. The patient's family member had spoken to the hcp about replacing the current pump, but the family member wanted to wait because it was a "huge surgery" and would be hard on the patient.